Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (200 mcg/ml at 39.99 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump went empty on (B)(6) 2019, and the patient was requesting the pump be permanently disabled and replaced. The caller was requesting the pump off code. It was noted the patient was due to a pump refill and the hcp was using the tablet/app. No symptoms were mentioned and the patient was given the pump off password of 3550.